Event description:
It was reported the 10 hole plate broke at the site midway. The cable hole was the location of the fracture. Apparently this is a stress riser location and the pt's nonunion loaded this plate to the level of fracture. Cable and screws were also supporting the bone and fracture. Pt was revised.